Event description:
The surgeon took a couple of hours to gain proper access into the enterocutaneous fistula tract. The tract seemed easy to access judging by the flow of the contrast under fluoro but he had trouble getting the wire to tract properly to the bowel. Once the wire was in the bowel, he proceeded with the steps to deploy the plug. He mapped the tract to determine the proper plug size and to determine if any other tracts were present. He dilated up the tract using a 10, 12, and 14 french dilator. The dilators tracked around the wire through the tract and into the bowel. He then used a cytology brush to rough up the tract and flushed with 20cc of hydrogen peroxide. The 16fr sheath and dilator were inserted along the wire guide into the tract. The surgeon experienced some resistance so he used a little more force to assure the sheath was in the bowel before deploying the plug. The physician wanted to make sure he was still in the bowel before removing the wire. After looking under fluoro, he noticed what may have been a tear in the bowel. The patient was taken to CT and a drain was placed. The sis plug was not deployed into the tract. The patient was septic and placed in the ICU. According to an update from the surgeon, the patient is improving. The perforation was being treated non-surgically by placement of a drainage catheter. The fistula tract was still intact and connected to the bowel and currently draining.

Manufacturer narrative:
No device was returned for evaluation. The fistula had a slight bend that had been difficult to move past with the wire guide. The surgeon may have knicked the bowel when trying to maneuver the delivery system into position around this bend.